Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 364 mg/dl at the time of incident. The current blood glucose was 364 mg/dl. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The customer also stated that they repeated high pressure test and then it passed. The product will be returned for the analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Pump received with cracked reservoir tube lip noted.